Manufacturer narrative:
The unidentified microcatheter was not returned. The dcb was not returned. Located 132.0 cm off the proximal end or adjacent, but proximal to the hypotube/braid junction, the dpu has been severed. The proximal severed section has been bent with the end mechanically crimped down in appearance. The distal severed section was bent with the end opened with fractures running horizontal along the sidewall. This fracture is ductile in nature requiring excessive or mechanical force. No material defects were found to the severed ends. The proximal end of the coil has been compressed and buckled. The coil's socket ring has been pushed down inside the outer sheath. The remainder of the coil is undamaged. The proximal end of the coil was returned compressed and buckled. The most likely root cause of the coils nondetachment was most likely due to the device positioning unit (dpu) being severed into two separate pieces. The fracture is ductile in nature requiring excessive or mechanical force. No material defects were found to the severed ends. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective action is taken. This is report 1 of 3 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Three helipaq coils did not detach in the aneurysm. Once the coils were placed into the aneurysm the coil was then connected to the enpower disconnection system. The fault light indicator was green not red. The detachment button in the sterile field was pressed with no beeping heard and the coil was still attached to the device positioning unit (dpu). The steps taken to try to detach were: disconnect coil from the cable and reconnect; disconnect detachment cable and re-insert into the detachment box; no signs of water contamination was seen; re-aligned the t; turned the detachment box off and on; opened a new enpower cable; the detachment button on the detachment box also failed to disconnect the coil. The coil was then removed from the aneurysm. Note: there were 11 other micrus coils successfully deployed before and after this incident.